Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 the patient's mother reported the patient went by ambulance to the hospital due to a seizure on (B)(6) 2013. They were released the same day, and a spinal tap was performed to test for paraflu. The patient¿s mother felt the spinal tap could have jeopardized the pump, and withdrawals happened after they had this ER visit. The patient¿s mother reported that the patient had issues in (B)(6) 2013 following this spinal tap, which they thought ¿put a hole through the tubing¿ of the patient¿s pump. The patient was hospitalized for ten days following their ER visit. On (B)(6) a CT scan was performed. No one turned the pump off. On (B)(6) the patient had an MRI. The doctor turned the pump off during the procedure and then turned it back on afterwards. On (B)(6) withdrawal symptoms occurred while the patient was in the hospital including hallucinations and severe spasticity. They had another seizure and the bed was shaking. The rapid response team showed up. A CT of the lumbar spine with contrast was performed and they were not sure if it looked like it was leaking around the catheter. From this time until the revision on (B)(6) the patient received a high dose of oral baclofen. On (B)(6) surgical revision of the catheter was performed and a hole was found in the tubing. A medtronic representative was present. The catheter was spliced and was hooked back up. During the surgery the pump was lowered down from 810 to 100 mcg and no one noticed except her husband while the patient was in recovery. The nurse told them the patient received a bolus. The mother stated the nurse came down after a couple of hours and got someone who could adjust the pump but the medtronic representative was gone. The medication infused was baclofen. A healthcare professional (hcp) later reported that the patient had symptoms of full body clonus, diaphoresis, tachycardia, and persistent tremor. A lumbar spine CT with dye study was performed on (B)(6) 2013. The hcp confirmed there was a hole in the catheter causing leakage of baclofen. The location of the hole was the distal segment just proximal to the entry into the spine. A new catheter was spliced from the area of the hole to the pump on (B)(6) 2013. The medication infused was lioresal, and the patient¿s baclofen intrathecal treatment was ongoing. The patient was doing well and they were back to baseline with good control of spasticity as of (B)(6) 2013. Please see manufacturer's report #3004209178-2014-00945 for information regarding a suspected pump leak following the revision on (B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter. (B)(4).